Manufacturer narrative:
This report is submitted on november 3, 2020.

Event description:
Per the clinic, the patient experienced chronic infection at the abutment site, and was treated with oral and topical antibiotics (specific duration and date not reported). The implanted device remains.